Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced bilateral lower extremity weakness on (B)(6) 2016. The patient remained hospitalized following the implant of the scs system on (B)(6)2016. The patient returned to surgery on (B)(6) 2016 where the entire scs system was explanted and no hematoma was present. The patient's symptoms are improving.

Event description:
Follow up information identified the issue has resolved. The patient is no longer experiencing weakness.